Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a peeling downstream occlusion (dso) seal, scratched lcd lens, and cracked battery door. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue; the device passed all accuracy tests. The root cause could not be determined but was most probably due to operator error. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a failed calibration test, under-infusion. There was no patient involvement; no adverse patient effects reported.